Manufacturer narrative:
The pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, and missing end cap sticker. The pump was received with intermittent button response noted during testing due to corroded keypad traces. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had several scratches on their display window. No further information provided.